Event description:
A customer reported experiencing an issue where the insulin would not flow through the tubing when trying to load a cartridge and fill it, which was a problem they had not encountered before. There was no adverse impact to the customer's blood glucose level. The customer managed the situation by reusing an old cartridge and tubing to make it work. Tandem technical support received the report via email, attempted follow-ups, and ultimately decided to close the case.